Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to an unspecified concentration of etoposide. After an unspecified length of time in use, the customer contact reported the clave secondary port broke off the cassette and leakage of an unspecified amount of the chemotherapeutic agent was noted. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set and solution container were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).